Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07159, 1627487-2023-05231, 1627487-2023-05232 it was reported that the patient experienced an infection at the incision site. Surgical intervention was undertaken on (B)(6) 2023, where the entire system was explanted.